Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre universal drainage catheter. Post procedure on (B)(6) 2026, was noted that the connector of the drainage catheter had fractured, resulting in leakage. The procedure was completed using another device. There was no reported patient injury.

Event description:
A patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre universal drainage catheter. Post procedure, on (B)(6) 2026 it was noted that the connector of the drainage catheter had fractured, resulting in leakage. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a partial view of an implanted drainage catheter in which the hub was noted to be completely broken, and broken piece was noted to be missing. The investigation is confirmed for the reported catheter hub fracture, fluid leak and identified material separation issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.